Event description:
The customer obtained biased glucose. Bun and tbil results for quality control fluid. The scenario is consistent with a malfunction that could have caused a falsely elevated glucose of false low nbil patient result to be reported. There was no report of patient harm as a result of this event.